Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the identified symptom of system error 105 through observation of the alarm at device power-up, but could not reproduce it during eval. Eval determined the cause to be a failed motor flex. The failed motor assembly was replaced. See scanned page.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a system error 105. There was no pt involvement.